Event description:
On 3/3/1999 the account reported an axsym phenytoin result of <0.5 ug/ml. The physician questioned the result. The sample was repeated in duplicate and was 28.5 ug/ml and 27.8 ug/ml. There was no impact to pt management based on the incorrect result. No injury reported.